Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unable to perform the following test due to constant pump error 38 during rewind: displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 43 alarms were found on (B)(6) 2025 19:37:44.000-hour through (B)(6) 2025 21:09:00.000-hour. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection it was determined that the ingress of water corroding motor home switch leading to contant pump error 38 during rewind. Unit also received with scratched case. In conclusion unable to confirm pump error alarm 43 during testing due to constant pump error 38 during rewind. However, after visual inspection of motor assembly corroded motor home switch was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 43 alarm (an error in the motor was detected by reading unexpected value from hall sensor) and the insulin pump failed the displacement test. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, the customer was able to clear the alarm and complete the insulin pump rewind and the customer was advised to discontinue use of insulin pump and revert to the backup plan. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.